Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The hill-rom technician found the brake pedal would "pop" out of the brake position. The technician replaced a worn brake bearing to repair the bed.